Event description:
Balloon selected to do procedure was defective. It would not hold pressure once inflated inside stenosis of fistula graft of patient. Pta scoring balloon catheter 7x40, angiosculpt, (B)(4).